Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. Upon investigation the monitor was continually resetting at start up. The cause of the problem was isolated to an intermittent bga connection at pin a25 on flash memory chips u102 and u105. The root cause of the fractured bga solder connection could not be positively identified but was likely excessive stress on the monitor c/a board. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through handling. A root cause investigation is underway. No adverse event resulted form the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt's monitor was displaying an error code 107 (multiple abnormal shutdowns). The pt was issued a replacement monitor.